Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 436 mg/dl and insulin pump had constant vibration and a blank display. The customer treated with the manual injections. Customer declined to troubleshoot for high blood glucose. Customer reported that the insulin pump was exposed to moisture. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test, displacement test due to blank display. No audio/beep anomaly noted.